Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional and patient via a company representative. The patient was receiving saline via an implantable pump. The patient¿s indication for use was spinal pain. The company representative thought the patient was going to get her system replaced on this report date but per patient, only the catheter was removed for concerns of infection of the catheter (on the catheter track). It was unknown as to whether the infection was confirmed and the onset date was unknown. The pump was currently not connected to anything and was running at a minimum rate with saline. They wanted to know if it would be okay to connect a new catheter to the existing pump, pump functionality was reviewed and it was also reviewed it would be a medical decision to place in a new catheter with the existing pump. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.